Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a damaged sensor wire. The patient experienced a deployment issue but did not realized that the wire was left in her arm. After 3 days the patient started to notice that her skin was raised and sore, she checked the underside of the sensor and there was no wire, she realized that the wire might be stuck in her skin. On (B)(6) 2024 she underwent a surgery to remove the wire. There was no diagnostic test performed. They prescribed oral antibiotics keflex (cephalexin) 500mg, orally, 4 times a day for 10 days. At the time of the report the patient was okay and the wound was healed. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.